Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The kink was unable to be confirmed; however it is likely the shaft separated at the kinked location. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted the xience xpedition everolimus eluting coronary stent system electronic instructions for use (eifu) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a coronary procedure to treat a highly calcified lesion in the distal right coronary artery. Pre-dilatation was performed using a 2.0 x 8 mm dilatation catheter. The 2.5 x 12 mm xience xpedition was advanced to the target lesion; however, resistance was felt with the target lesion and force was applied. The stent delivery catheter kinked 5 cm from the proximal hub, then broke and separated at a location outside the patient anatomy. All segments of the separated xience xpedition delivery catheter were simply removed from the patient anatomy. There was no adverse patient effect and no clinically significant delay. A second stent was used to complete the procedure. No additional information was provided.